Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown. The customer was advised that her insulin pump was registered to another account. Customer was given another insulin pump to try and see if it was closer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.